Event description:
On (B)(6) 2013, complaint received from xvivo perfusion, (B)(6) stating cardiohelp unit (B)(4). Displayed both batteries need service error message at startup. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).